Event description:
It was reported to philips that after performing battery calibration to address a battery calibration recommended message seen when user's performed the op check, the device continues to report battery calibration recommended. There was no reported patient involvement.